Event description:
Failure during case: removal of presacral mass by dr. (B)(6), (B)(6) 2012 9:03 am. (B)(4). Please call our customer quality assurance (B)(4). They will instruct you on reporting and shipment of the products back to us. Let me know if you have any questions. .